Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed button error. His blood glucose was 303 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. He only had the device in his shorts pocket. He stated he had the buttons facing him so it's possible he might have pressed the buttons causing it to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.